Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the patient was experiencing palpitations and discomfort in the chest. It was identified that the right atrial (ra) lead had dislodged. The ra lead was pulled into the superior vena cava. The ra lead was reprogrammed until the re-operation the following day, which resolved the palpitation issue. It was suspected that the tortuosity of the subclavian vein was so severe, that the ra lead was pulled more than expected, on physiological inspiration, in the standing position. The following day on the repositioning of the ra lead, it was reported that the right ventricular (rv) lead had dislodged. It was suspected that the interference during manipulation of the ra lead was severe, causing the dislodgement of the rv lead. In order to revise the rv lead it was extracted, however it was noted that myocardial tissue was entangled in the bottom of the helix and was difficult to remove and the helix was bent during the process. The rv lead was removed and replaced. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.